Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they charged the implant to 100% and 3 days later it shut off because it was dead. Patient said they went 3 days without checking it and "it shot itself clear off". Patient could hardly walk and talk. Patient charged the ins and was able to turn stim back on. Patient has had some falls. Patient said the ins depleting faster than normal and turning off happened once.